Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that for reasons unknown, the lead was opened, but not used during the implant procedure. A different lead was implanted instead. No patient complications have been reported as a result of this event.